Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had the left lead replaced approximately (B)(6) 2013, also reported as (B)(6) 2013. The patient wasn't getting therapeutic benefit. The new lead was placed in a different location. It was stated the lead was replaced due to the lead having been "off position." The new lead was connected to the existing extension. It was reported there was no lead fracture. Everything was reported to have been fine after replacement.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, implanted: (b)96) 2012. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 37603, serial# (B)(4), implanted: (B)(6) 2012. Product type: implantable neurostimulator: product ID neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: lead: product ID 37085-60, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).